Event description:
The reporter stated that the device didn't alarm when finished. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The complaint was verified. The device did not alarm when the infusion was complete. The device's user configuration settings were set to "some" which will only cause the device to alert during an alert/alarm situation. The reporter was contacted and requested that the configuration setting be changed to "all". The audible alarm speaker was found to be working but sounded bad and was replaced. This is being monitored for trends.